Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nurse was unable to view the transmissions received in the remote monitoring network. It was found that the incorrect monitor serial number was associated to the patient. The correct monitor was associated, and the network remains in use. There was no patient involvement.